Manufacturer narrative:
(B)(4). Investigation summary: a review of the complaint history, documentation, device history record, quality control and manufacturing instructions were conducted during the investigation. The device was not returned, so a detailed analysis could not be performed. Additionally, a document based investigation evaluation was performed. There was no evidence to suggest the product was not made to specifications. A review of the device history record found one non-conformance; all non-conforming product was scrapped prior to further processing. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be determined. Per the risk assessment, no further action is required at this time. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Event description:
Customer reported that a patient was undergoing a ureteroscopy using a jeffrey wire guide exchange set. The report indicates that the "wire broke off in patients body and was removed immediately." The circumstances and handling conditions at the time of the event are not known. The anatomical site of the broken wire was not provided. The device is reportedly available for evaluation; however it has not been received by the manufacturer as of the date of this report. The customer later reported during a response to additional information that the device did not fracture, but rather unraveled about a centimeter from the tip. The unraveling of the wire occurred when the operator attempted to draw back on the wire and remove it alongside the sheath. Eventually, once the access sheath was removed, the wire was removed completely as well. The customer confirmed that the wire was discarded by the operating room staff, and as such the device is not available for analysis.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a patient was undergoing a ureteroscopy using a jeffrey wire guide exchange set. The report indicates that the "wire broke off in patients body and was removed immediately." The circumstances and handling conditions at the time of the event are not known. The anatomical site of the broken wire was not provided. The device is reportedly available for evaluation; however it has not been received by the manufacturer as of the date of this report.